Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that while preforming planned maintenance on the imaging system; they discovered a faulty charger and a damaged push/pull cable. There was no patient present when this issue was identified. Planned maintenance of the imaging system was completed and the following parts were replaced: motion batteries, x-ray batteries, door winch assembly, push/pull cable, x-ray battery chargers and door override button. All reported system issues were resolved. No further issues were reported. Analysis of the returned door winch confirmed the mechanical failure as it was damaged in multiple locations. Analysis of the returned push/pull cable confirmed the electrical damage as the cable was snapped near midpoint. Analysis of the returned x-ray battery chargers (1 and 2) could not confirm any electrical failure, however, both chargers did not pass visual inspection due to being warped, fluxy and with leaky capacitors. Analysis of the returned door override button confirmed the electrical damage as a broken wire was found. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while preforming planned maintenance on the imaging system; they discovered a faulty charger and a damaged push/pull cable.there was no patient present when this issue was identified.